Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated the customer had been in a coma due to the low blood glucose levels. Troubleshooting revealed that large amounts of insulin were delivered the day prior to the hospitalization.